Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). A carefusion field service representative went onsite to evaluate the device. At this time, no information has been received for the completion of the repair. Once more information is received then a supplemental report will be submitted.

Event description:
The customer reported bad display on the vela ventilator. The customer reported no patient involvement or allegation of patient harm.